Event description:
It was reported that the procedure was to treat a right coronary artery. A 2.75 x 20 mm trek balloon catheter was being used for pre-dilatation when it ruptured during the first inflation below nominal pressure. Another 2.75 x 20 mm trek balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.